Manufacturer narrative:
Correction: to g2 for distributor not being selected and h6 coding for malfunction noted before implant.

Event description:
It was reported that the header connector for the left ventricle port set screw could not tighten on the implantable cardioverter defibrillator (ICD). The physician elected to use another ICD. There was no patient was involved.

Manufacturer narrative:
The reported event of loose or intermittent connection confirmed. The device was above elective replacement indicator (eri) upon receipt. The left ventricular set screw was stripped and contained septum material inside the hex cavity. The contamination of the set screw does not allow the torque wrench to fully seat and the set screw anomaly is consistent with having occurred during procedure.